Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that things were going well, but on (B)(6) 2016 the patient felt sharp pain and it was very hot to the touch around the incision area of the implant. The patient thought there was an infection going on. The patient couldn't turn therapy off because their symptoms would come back. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.